Event description:
The customer reported the passport 2 monitor had no co2 readings. No pt injury was reported.

Manufacturer narrative:
The company rep reprogrammed and replaced a chip on the unit's cpu board. Unit was tested, calibrated and safety to factory's specification.